Event description:
A malfunction was reported on the customer's pump, specifically showing malfunction code 16, without any notable events preceding the issue. There was no adverse impact to the customer's blood glucose level. The technical support team assisted the caller in resetting the pump due to a connection issue. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.